Manufacturer narrative:
This event was discovered during a review of data reports. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported, "dall-miles cable system being used to reduce fracture in the femoral shaft. Cable snapped whilst being tightened."